Event description:
It was reported that the left spinal cord stimulation lead migrated and no longer covered the occipital nerve. The patient underwent a lead revision procedure where the lead was re-advanced over the left occipital nerve and two new leads were added. There were no complications postoperatively and the patient was receiving excellent coverage.